Event description:
It was reported that customer was unable to upload the insulin pump. The customer was assisted however it was unsuccessful. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump passed self test. Insulin pump unable to download to the carelink software due to displayable history crc check failed on start up alarms in alarm history screen. Displayable history crc check failed on start up alarms due to corrupted history file. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.